Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient was called in clinic for further troubleshooting when the device entered backup vvi mode. Device download was performed successfully and backup vvi status report was received.